Manufacturer narrative:
A4 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted via left femoral arterial access in a 63-year-old male for an acute myocardial infarction and cardiogenic shock indication. The patient was known to have the comorbidity of coronary artery disease. The patient¿s clinical state prior to initiation of support was not provided. During support, the initial activated clotting time was reported as 240 seconds. Following device implantation, heparin was re-bolused through an infiltrated intravenous line. A follow-up activated clotting time was noted to be 120 seconds. The pump waveforms became flat and device flows decreased. Impella cp device was removed and a new cp was implanted. A clot was noted on both the inlet and outlet areas of the device that was explanted. No adverse event from the presence of the thrombus was noted.

Manufacturer narrative:
Updated/selected b1. Is product problem. Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the low pump flow could not be determined as no product or logs were returned for evaluation.